Event description:
It was reported that, console has symptoms of low energy output. The issue was identified with a power meter. There was no patient involved.

Manufacturer narrative:
As of today, the above referenced laser console has not been returned; therefore, no physical or visual analysis of the laser console could be performed. However, the console was serviced onsite by a field service engineer (fse). The reported allegation was confirmed. The fse performed calibration of the console, resolving the low power allegations. The device history record (DHR) confirmed that the device met all material, assembly and performance specifications.

Event description:
It was reported that, console has symptoms of low energy output. The issue was identified with a power meter. There was no patient involved.